Event description:
On 22-aug-2025, the user reported their ilet screen was cracked and unresponsive. The agent had the user text a photo of the damage, then verified the ilet serial number and shipping address. A replacement ilet was arranged with overnight shipping, including a return box and label for the damaged device, which was to be returned promptly. The user confirmed they would revert to an alternative form of insulin therapy while awaiting the replacement. No further assistance was required. Blood glucose (bg) was not affected. No prolonged out-of-range period, outside assistance, or medical intervention was required. No symptoms reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.